Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with chronic severe back pain which radiated into her lower extremities and impaired her mobility. The patient was diagnosed with spinal stenosis and spondylolistheses at l4-l5 and l5-s1. Imaging studies showed post-surgical defects at l4-l5 from the previous laminectomy and grade I spondylolisthesis of l5 on s1, facet arthropathy and mild listhesis as well as foraminal narrowing and mild degenerative disk disease at both levels, mild distortion of the thecal sac. The patient underwent an l4-l5 and l5-s1 lumbar laminectomy revision bilaterally; lumbar instrumentation segmental at l4, l5 and s1; lumbar fusion posterolateral at l4-l5 and l5-s1; lumbar autograft and bmp application; posterior interbody lumbar fusion level l4-l5, l5-s1; application of allograft on anterior lumbar application and ¿biomechanical cevise interspaces;¿ intraoperative fluoroscopy, and neurological monitoring with emg and ssep under general anesthesia. 'Stenosis' was listed among intraoperative findings. Interbody devices, rhbmp-2/acs, posterior instrumentation, cancellous chips, and putty were used. Post-op, the patient complained of ongoing and extreme and worsening pain in her back and lower extremities, eventually experiencing the condition known as 'foot drop.' At 45 days post-op, a CT ls-spine without contrast was performed and allegedly showed 'postsurgical laminectomy changes at the l3-4 through l5-s1 levels, with bilateral pedicle screws and rods at l4-s1 and an additional horizontal adjoining bar at l5; intervertebral disk cages/spacers are present; posterior migration centrally of the l4-l5 spacer and surrounding disk into the ventral epidural space and spinal canal and resultant near moderate canal stenosis was visualized; also seen was posterior migration right paracentrally of the l5-s1 vertebral disk cage/spacer and surrounding ventral epidural region and spinal canal and resultant anterior right-sided canal stenosis; also visualized was moderate bilateral foraminal stenosis at l5-s1 and l4-l5; extensive streak artifact limits evaluation of the spinal canal at the l4 through s1 levels.' At 58 days post-op, the patient was admitted to the hospital with a diagnosis of l4- to s1 lumbar stenosis status post l4 to s1 tlif for a revision surgery. The dictation of patient's history and physical reportedly noted that the patient was 'status post l4-s1 decompression and insufflated effusion with migration of interbody spaces at l4-l5 and l5-s1, with a resultant neuro test of 3-5 on right ehl and peroneal with right-sided lumbar radiculopathy,' and further noted the impression of lumbar stenosis l4-l5 right side and planned to go forth with revision lumbar decompression fusion at levels l4-s1 with exploration of fusion mass. The patient underwent a revision surgery, and reportedly, the operative report stated a pre-operative and post-operative diagnosis of 'failed hardware of lumbar spine,' and procedures performed were listed as: lumbar laminectomy, revision of bilateral, l4/5 and l5/s1; lumber instrumentation, removal of hardware, instrumentation of hardware, posterolateral 'effusion' lumbar autograft, lumbar allograft, application of posterior interbody lumbar 'effusion,' application of allograft anterior lumbar, application of biomechanical device interspace, all at l4-l5 and/or l5-s1, with intraoperative fluoroscopy and neuro monitoring with electromyogram and somatosensory evoked potential. Reportedly, intraoperative findings noted in the report were 'hardware failure at l5/s1 and well-fixed implant l4/5.' During the procedure, screws and rods were removed and an extractor was used to remove the loose and migrated interbody spacer; a new spacer was inserted. During the procedure, the surgeon shaved the space of the l5/s1 from 10 mm up to 12 mm and inserted a 12 mm implant and set screws were applied, deformity was corrected, and the wound was irrigated, bone graft applied, and the wound was closed.

Event description:
On (B)(6) 2011 patient presented with ¿in a lot of pain, claiming the pain is 10 out of 10¿ surgery was completed in (B)(6) 2011. Patient was admitted for elective fusion of the lumbar spine. ¿patient uncooperative, unable to obtain neuro or admission assessment at this time. Pt. C/o severe pain, unable to assess where pain is located, pt will not verbalize where pain is.¿ on (B)(6) 2011 patient states ¿I can¿t feel my leg¿. Pain rating 9/10. (B)(6) 2013 cat scan w/o post process. No compression fracture; no malalignment; atypical positioning of the disc spacer devices concerning for displacement. On (B)(6) 2009 MRI of the lumbar spine with and without contrast / low back pain into right lower extremity status post previous lumbar surgery. On (B)(6) 2010: CT brain wo contrast: c/o fall injury to head. No evidence of acute cerebral infarction or hemorrhage. Suggest cerebellar ectopia, further study by MRI suggested. On (B)(6) 2010 ankle 3+ views c/o pain left ankle after falling, twisting it spurring and mild swelling soft tissues; all else normal (B)(6) 2010 - ls spine 4 views+ c/o back pain, injury: postsurgical and chronic changes-pars defects at l4; laminectomy defects at l4 and ls; first degree spondylolisthesis at l4 unchanged from (B)(6) 2009. Lumbar pedicles intact. Minor first respond listheses of l5 on s1 also noted on prior study. No acute osseous path. On (B)(6) 2011 pt presents with residual leg discomfort worsening and back pain worsening, and hip bursitis. On (B)(6) 2011 lumb sac spine obl 4+ views (B)(6) 2011 pt presents with pain in back and legs at 10/10. On (B)(6) 2011 MRI spine w/wo cont (B)(6) 2011 patient presents with ¿bi-foraminal narrowing greatest at l4-5 and l5-s1 in patient refractory to nonoperative treatment¿ (B)(6) 2011 pre-op chest 2 views (B)(6) 2011 lumbosacral spine 2 views; fluoro >1 hour (B)(6) 2011 surgery lumbar laminectomy revision l4-5, l5-s1; posterior interbody lumbar fusion l4-5, l5-s1 with autograft and bmp. Post-op lumbosacral spine 2 views (B)(6) 2011 post-op follow up exam (dr (B)(6)) right leg weakness (B)(6) 2011 post-op follow up exam (dr (B)(6)) pain increasing; lumb sac spine obl4+ views (B)(6) 2011 CT l5-spine wo contrast (B)(6) 2011 7 week post-op follow up exam (dr (B)(6)) (B)(6) 2011 pre op clearance chest 2 views (op was revision surg) (B)(6) 2011 l4 to s1 revision of tlif; ¿lumbar decompression/fusion/levels: l4-s1 with exploration and fusion mass¿. ¿it was noted the cage had slipped posteriorly and needed to be revised.¿ on (B)(6) 2011 lumbosacral spine 2 views (B)(6) 2011 post-op follow up exam (dr (B)(6)) (B)(6) 2011 patient fell; increased pain (B)(6) 2011 lumbar myelogram; lumb sac spine 4+ views; ¿status post l4 to si decompression and instrumented fusion revision with recent fall and possible internal derangement.¿ on (B)(6) 2011 post-op follow up exam (dr (B)(6)) (B)(6) 2011 pt seen for chronic low back pain radiating to right leg (B)(6) 2011 CT lower extrem wo/contrast; lumbosacral spine 4+ views; pt presents unable to walk; right hip pain. Severe avn of right femoral head with fragmentation and collapse of it's articular surface. Posterior fusion hardware is partially visualized at the l5 junction. Lucency is noted around the right sacral screw, suggestive of loosening/micro motion. This finding is new since the prior CT of the lumbar spine from (B)(6) 2011. Interbody cages at l4-5, l5-s1 are similar in position to the prior study. On (B)(6) 2011 lspine wo contrast: fusion devices noted at l4-5, ls-sl. L4-5 fusion device has migrated 7mm into the spinal canal effacing the ventral thecal sac and resulting in mild to moderate canal stenosis. L5-s1 fusion device has also migrated posteriorly right paracentrally and laterally approx 8-9mm resulting in moderate right sided canal stenosis, marked lateral recess encroachment and moderate to severe right sided foraminal narrowing. There is also mild left and mild to moderate right sided foraminal narrowing l4-5. See report for other findings. Impression: abnormally posteriorly migrated/displaced intervertebral fusion device at l4-5 centrally resulting in mild to moderate canal stenosis. Abnormally posteriorly migrated/displaced intervertebral fusion device at l5-s1 right paracentrally and laterally resulting in moderate right sided canal stenosis and moderate to severe right sided foraminal narrowing as described. (B)(6) md (B)(6) 2012 right total hip replacement by dr (B)(6) to treat avascular necrosis and degenerative joint disease.

Manufacturer narrative:
Review of radiographic imaging found as follows: (B)(6) 2008 pa chest film normal ap pelvis, ap thoracolumbar and lumbar spine show previous left sided laminectomy at l4 and l5. (B)(6) 2009 pa and lateral chest x-ray normal (B)(6) 2009 multiple x-rays lumbar show no spondylolisthesis, good maintenance of disc height, no evidence of avn in hips. Facet arthropathy is seen at l4 and l5. 4 views right knee appears normal (B)(6) 2009 three views left foot appear normal. Minimal calcaneal spur (B)(6) 2009 MRI right knee shows intact cruciates, no evidence of meniscal tears, no avn or bony changes. (B)(6) 2009 MRI lumbar some desiccation is seen of the l4 and l5 discs. Annular bulge is noted at l4. Previous laminectomies are seen l4 and l5 left. Soft tissue changes are noted dorsally consistent with previous surgery. No stenosis is noted. No significant spondylolisthesis is apparent. (B)(6) 2010 brain CT normal (B)(6) 2010 3 views left ankle and foot normal with exception of small calcaneal spur. No acute injury is apparent. (B)(6) 2010 let foot and ankle MRI appears normal. (B)(6) 2010 lumbar x-rays 4 views previous left l4 and l5 laminectomy is again seen. No other problems are detected in the lumbar spine. Severe osteonecrosis is seen of the right hip. (B)(6) 2011 4 x-rays lumbar spine previous laminectomy is noted at l4 and l5, predominantly on the left. Minimal spondylolisthesis is noted at l4 and l5 of a few mm at most with good maintenance of disc height at l4 and l5. Oblique views and dynamics show no more than a mm or two of translation. Pars appear intact. Facet arthropathy is noted. (B)(6) 2011 lumbar MRI sagittal t2 weighted images show previous midline tissue disruption from laminectomy in 2007. Discs at l4 and l5 show mild annular bulge, but surprisingly good hydration and no significant stenosis. Axial views confirm no foraminal or central stenosis with previous left sided laminectomy at l4 and l5. Dural sac is distorted out into the laminectomy defect. No signs of arachnoiditis. Mild facet arthropathy is noted. (B)(6) 2011 lumbosacral x-rays lateral views verify same capstone position as noted postoperatively. L5 spacer is mid disc, l4 spacer is slightly dorsally mal-aligned. (B)(6) 2011 4 x-ray views lumbar postop films no show pedicle screw construct at l4, l5 and s1 with single capstone spacers in l4 and l5 placed from the right side. Crosslink is in place. Initial postop lateral appears to show the l5 spacer in mid disc and by this date it is migrating posteriorly, but remains within the disc space. The l4 spacer is in the posterior aspect of the disc space with the back of the capstone penetrating the posterior annulus. This is a sub-optiomal position. (B)(6) 2011 4 x-ray views lumbar compared to the films of (B)(6) the spondylolisthesis at l4 and l5 have recurred. The capstone spacers are in the same anatomical position in relation to the endplates below that they were in on the earlier films, however the worsening spondylolisthesis has left the uncovered on their cephalad surface. (B)(6) 2011 lumbar CT 3d views are not specifically helpful. Sagittal views again show migrated spacers posteriorly, worse at l5 than l4. Axial views are degraded significantly by metal artifact. Placement of spacers can be verified as partially within the canal in midline. The greatest degree of neurologic compression occurs to the right s1 root. (B)(6) 2011 pa and lateral chest films appear normal (B)(6) 2011 8 intraoperative fluoro shots show the rods removed and removal with preparation and replacement of the capstone at l5/s1 in a better, more ventral position. No sign of revision of the l4 spacer is seen. (B)(6) 2011 ap and lateral lumbar films taken one day postop verifies better position of the l5 spacer, but still posteriorly malaligned l4 spacer. Screws and rods are well positioned. (B)(6) 2011 4 x-rays of the lumbar spine show interval pull out of one of the l4 screws as well as clear subsidence through the s1 endplate and l5 endplate along with posterior migration of both spacers. Disc space at l5 is now narrowing and becoming sclerotic posteriorly. Lumbar myelogram constriction of the dural sack can be seen at l4 that is worse on the right with cut off of the l5 root. Lesser constriction is seen on the right at l5 with cut off of the s1 root on the right as well. Post myelogram CT this studies shows significant dural sac compression by both capstone spacers. The l4 spacer posteromedial edge indents the dural sack in midline. Bone about the back of the spacer causes significant central and right lateral recess stenosis. The l5 spacer causes its most dramatic effect upon the right s1 root, which it compresses allowing no dye into the s1 root sleeve. Coronal, and sagittal reconstructions verify the above findings. The axial views show the nerve compression the best. (B)(6) 2011 echocardiogram video. Does not pertain to medtronic implants. (B)(6) 2011 CT lumbar spine shows the capstone position at l4 and l5. The l5 capstone clearly compresses the right s1 root. Heterotopic bone formation is also suspected in the l5 root foramen on the right that could affect the right l5 root. The l4 spacer definitely contacts the l5 root on the right compressing it against the l5 pedicle. Heterotopic bone is also present in the region of the right l4/5 foramen that could affect the l4 root although it appears to exit before the heterotopic bone has a chance to compress it significantly. CT pelvis shows fragmentation of the right femoral head consistent with osteonecrosis along with protrusion. 4 x-ray views of the lumbar spine again show migration of both spacers posteriorly. Good position is maintained of screws, and overall alignment of l4 to s1 is excellent. (B)(6) 2011 two views of the right shoulder appear normal (B)(6) 2011 contrasted CT brain appears normal. Pa and lateral chest x-rays appear normal. Slight anterior disc disease is beginning in the dorsal spine increasing thoracic kyphosis. (B)(6) 2011 brain MRI appears normal (B)(6) 2011 lumbar MRI t2 sagittal sequences verify migration of the l5 spacer causing direct pressure on the right s1 root. The l4 spacer is less severe but causes central stenosis and right-sided compression on the l5 root. (B)(6) 2012 multiple cervical x-rays show a normal appearing cervical spine. Most maxillary dentition is missing as well as the mandibular molars. (B)(6) 2012 ap and lateral right hip shows osteonecronic changes in the right femoral head along with fpronounced acetabular protrusio. Disuse osteoporosis is evident in the proximal right femur involving trochanters, neck, head, and subtrochanteric region. (B)(6) 2012 ap and lateral right hip total hip replacement has been performed on the right. Acetabular screw penetrates superomedial acetabular wall. Additional films of pelvis and hips are underexposed and uninterpretable. (B)(6) 2012 brain CT without contrast appears normal. (B)(6) 2012 ap pelvis and lateral views of both hips shows the right total hip implant in good position. Avascular changes are no developing on the left side as well, although early and joint space remains.

Event description:
On (B)(6) 2005: the patient underwent MRI that showed degenerative disc disease, degenerative joint disease and bilateral neuroforaminal stenosis at l5-s1. On (B)(6) 2006: the patient presented with a recent flare up of pain. Assessment: chronic abdominal pain; chronic low back pain with in termittent left leg radicular symptoms most likely secondary to ddd , djd. On (B)(6) 2006: the patient presented with chronic low back pain with intermittent left leg radicular symptoms. The patient underwent a lumbar epidural steroid injection left l5-s1 level under fluoroscopic guidance. No complications were noted. On (B)(6) 2006: the patient presented stating she received 0% relief from her symptoms and has had spasms in her calves since. The patient states she is having severe pain. Assessment: chronic low back pain with intermittent left leg radicular symptoms down the posterior aspect of the left lower extremity. On (B)(6) 2006: the patient presented with chronic low back pain with intermittent left leg radicular symptoms secondary to spinal stenosis, bilateral neuroforaminal stenosis l5-s1 level. The patient underwent a transoframinal lumbar epidural steroid injection left l5-s1 level under fluoroscopic guidance. No patient complications were reported. On (B)(6) 2006: the patient presented with pain in the lower back with intermittent radicular pain radiating down the posterior aspect of the left lower extremity. The patient also reports lower abdominal pain. On (B)(6) 2006: the patient presented with low back pain. On (B)(6) 2006: the patient presented with pain in the lower back and is worse on the left than the right. The pain radiates into the posterior buttock and hip region. Assessment: chronic low back pain. On (B)(6) 2006: the patient presented with severe pain in the left lower back that intermittently radiates down the left leg. She also reports numbness in the toes of her left foot intermittently. Assessment: chronic low back pain with radiation of pain into the posterior buttock and down the posterior aspect of the left lower extremity. On (B)(6) 2006: the patient presented with continuing lower back pain. The patient is extremely tender to any type of palpation of the lumbar spine where the bilateral si joints are. She yells and withdraws with pain with any type of palpation in the region. Assessment: chronic low back pain, mainly axial, with musculoskeletal pain. She occasionally has radiation pain into the buttock and the posterior aspect of the leg to the knee. On (B)(6) 2001: the patient presented with pelvic pain. Impression: progressive dysmenorrhea; menorrhagia. On (B)(6) 2001: the patient presented with a vaginal infection. On (B)(6) 2002: the patient presented with menorrhagia and dysmenorrhea. On (B)(6) 2002: the patient presented with a preoperative diagnosis of interstitial cystitis. The patient underwent a hydrodistention of the urinary bladder, dmso bladder instillation, and a cystoscopy. No complications were reported. On (B)(6) 2003: the patient presented with dysuria, three days of sharp pain in her pelvic area with accompanied urinary frequency. She has pain in her back. Impression: cystitis. On (B)(6) 2003: the patient presented with urinary frequency and dysuria. On (B)(6) 2003: the patient presented with suprapubic pain. Impression: pelvic pain. On (B)(6) 2003, per billing records, the patient underwent a lumbar spine MRI. On (B)(6) 2003: the patient presented to ER with dysuria. On (B)(6) 2004: the patient presented to ER with difficulty urinating and three days of dysuria. Impression: interstitial cystitis and dysuria. Urinalysis shows a contaminated sample. On (B)(6) 2004: the patient presented to ER with right ankle pain. X-ray was unremarkable. On (B)(6) 2004: the patient presented with back pain and occasional nausea. Urinalysis is equivocal with 6-10 white and red cells per high powered field but no epithelial cells noted, negative nitrite and leukocyte esterase, 1_ bacteria. Impression: clinical pyelonephritis. On (B)(6) 2004: the patient presented with flulike cough, and chest pain cough. A catheterized ua was negative. Diagnosis: dehydration enteritis; interstitial cystitis. On (B)(6) 2004: the patient presented with weakness and stabbing pain in back. Diagnosis: malaise; diarrhea; low blood pressure at stress test; atypical chest pain. On (B)(6) 2005: the patient presented to ER with lower back pain. The pain radiates into the posterior left side of the thigh and at times the back and leg feel slightly numb to the touch. Urinalysis was negative for infection. Diagnosis: left lumbar strain with sciatic radiculopathy. On (B)(6) 2005: the patient presented to ER with back pain and same symptoms as last visit. Diagnosis: sciatica; left lumbar strain. On (B)(6) 2005 the patient presented abdominal pain and frequent urination. On (B)(6) 2005 the patient presented with pain on urination. Assessment: pain from interstitial cystitis. On (B)(6) 2005 the patient presented with cramps and abdominal pain after urination. On (B)(6) 2005 the patient presented with ongoing abdominal pain. Per the encounter notes the patient had chronic suprapubic pain x 10 years and had been told the pain was due to interstitial cystitis. The patient complained that it was too painful for intercourse and prescribed neurontin was not working on the pain control. On (B)(6) 2006 the patient presented with severe chronic pelvic pain. Medications: neurontin, ultram, and nasonex. The patient reported that the ultram was not working. The patient reported that the pain was so severe they were unable to have intercourse. The pain was mainly suprapubic. The patient also reported chronic lower back pain from a degenerating disc. The doctor had prescribed amitriptyline and recommended the patient take it. On (B)(6) 2006 the patient presented with abdominal pain that they reported started in 1989 after the removal of an iud and had steadily gotten worse. The patient claimed they had been diagnosed with interstitial cystitis. The patient also complained of lower left back pain which they stated had gotten worse since (B)(6) of 2005. The patient claimed they had a herniated disc. The patient complained of insomnia secondary to pain; pain down legs, tingling and numbness on the bottom of feet; severe depression; and weakness on the left side. New medications: lyrica and cymbalta. On (B)(6) 2006 the patient presented with body aches, tiredness, myalgias, and swelling of the right leg, insomnia, nausea and swollen painful hands. It was reported that the patient had a tick bite 2 months prior - there was tenderness and hyperpigmentation at the bite site. Medications: neurontin, augmentin, ibuprofen, and methadone. The patient underwent a complete lab panel.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2009 x-ray copy of a lumbar spine. Photo is damaged and cannot be interpreted. Lateral spot view of l5/s1. There appears to be a grade one spondylolisthesis. Film suggests it was taken weight bearing (B)(6) 2010 foot series ap, lateral, oblique views of left foot are reviewed. The lateral shows a calcaneal spur consistent with previous plantar fasciitis. The foot is otherwise normal. On (B)(6) 2010 bilateral ap ankle films are over penetrated but appear normal (B)(6) 2009 knee series ap and lateral knee films appear normal. Quality of films are horrid lumbar spine ap shows previous l4 and l5 laminectomy. Alignment is good, but x-ray quality suggests chiropractic or minor emergency clinic films.

Event description:
On (B)(6) 2014 the patient was presented to the ER after being found in an unresponsive state on a train. The patient was unable to fully obtain secondary to altered mental status. The patient underwent CT of the brain without IV contrast, which showed no acute hemorrhage, acute infarction in a major vascular territory, mass or mass effect, with chiri type 1 malformation; chest x-ray, single view, which showed mild pulmonary vascular congestion and central interstitial prominence. This could be related to mild cardiac decompensation, although it is atypical; infectious or inflammatory process could have a similar appearance; EKG which showed sinus rhythm, rate of 92; normal pr interval and qte slightly elongated at 497. There are no acute st elevations or depressions noted. On (B)(6) 2014 the patient was found unresponsive on public transportation. Ems was called, and the patient was brought into the emergency room. The patient had urine toxicology which was positive for cocaine, opiates and benzodiazepines. The patient complained of chronic right-sided headaches as well as forgetfulness and visual blurring. Impression: the patient apparently had a drug overdose and seizure would appear unlikely. The doctor recommended an eeg and psychiatry evaluation. On (B)(6) 2014 the patient presented for follow-up with complaints of chronic pain. The doctor's assessments were encephalopathy, lumbar radiculopathy, chronic pain, anxiety, seizure. The patient's CT brain and eeg testing were unremarkable. On (B)(6) 2014 the patient presented with complaints of chronic pain. The doctor's assessments were chronic pain, lumbar radiculopathy, anxiety, seizure. On (B)(6) 2014 the patient presented for follow-up with complaints of hip pain, lumbar post-laminectomy syndrome and low back pain. The doctor's assessment was lumbar post-laminectomy syndrome.

Manufacturer narrative:
.

Event description:
It was reported that the patient presented with significant history of low back pain. The patient had intractable pain and failure of non-operative care. In 2007, the patient underwent posterior lumbar decompression. On (B)(6) 2008, the patient was evaluated for a uti. Urinalysis was wnl. On (B)(6) 2008, patient complained of burning on urination. Had repeated negative ua. Treatment included referral to urology. On (B)(6) 2008, patient complained of uti with no radiation. The patient describes as burning, cramping, dribbling, hesitance and interrupted stream. Ua revealed trace leukocytes and trace protein. Treatment included referral to urology and ob/gyn. On (B)(6) 2009, lumbar spine MRI revealed l4-l5 disc bulge with endplate osteophytic spurring facet arthropathy; moderate neural foraminal narrowing; mild cananl stenosis in transverse dimensions secondary to osteophytic spurring and ligamentum flavum hypertrophy on the right; disc bulge with endplate osteophytic spurring facet arthropathy; mild neural foraminal narrowing; minimal canal stenosis and transverse dimensions secondary to osteophytic spurring. On (B)(6) 2009, patient complained of persistent low back and gluteal pain which radiated to the right thigh. Treatment included physical therapy. On (B)(6) 2010, the patient was evaluated by a neurologist for 3 year history of lower back pain and right leg pain. Recommendation included spinal cord stimulator, and pain management. On (B)(6) 2011, patient complained of bladder pain x 4 days when urinating. On (B)(6) 2011, the patient underwent revision bilateral l4-l5 and l5-s1 lumbar laminectomy; l4, l5, and s1 segmental lumbar instrumentation; l4-l5 and l5-s1 postolateral lumbar fusion; lumbar autograft incision; lumbar autograft and bmp application; l4-l5 and l5-s1 and posterior interbody lumbar fusion; and l4-l5 and l5-s1 application of allograft on anterior lumbar application and biomechanical device interspace. On (B)(6) 2011, the patient complained of back pain with shooting pain into the right leg x 2 weeks. Lumbar CT scan revealed postsurgical laminectomy changes at l3-4 through l5-s1. The pedicle screws and rods appear intact. Pedicle screws are normally positioned and aligned. There is bony fusion along posterior elements at these levels. There is a partial bony defect along the superior endplate of l5 midline and posteriorly on the left. On (B)(6) 2011, the patient was unable to walk with right hip pain. CT scan revealed severe avascular necrosis of the right femoral head with fragmentation and collapse of the articular surface. On (B)(6) 2011, lumbar spine MRI revealed postsurgical changes at l4-s1; abnormally posteriorly migration/displaced intervertebral fusion device at l4-5 centrally resulting in mild to moderate canal stenosis; abnormally posteriorly migrated/displaced intervertebral fusion device at l5-s1 right paracentrally and laterally resulting in moderate right-sided canal stenosis to severe right-sided foraminal narrowing. On (B)(6) 2012, the patient sustained a closed head injury after falling and hitting her head. X-ray of skull was normal. On (B)(6) 2012, the patient underwent an elective right hip arthroplasty. On (B)(6) 2013, patient was evaluated at rehab clinic for chronic back pain and hip pain. On (B)(6) 2013, lumbar CT scan revealed no fractures, no mal-alignment, and atypical positioning of the disc spacer devices. On (B)(6) 2013, the patient complained of low back pain and right footdrop. Treatment included MRI to evaluate left lower extremity pain. On (B)(6) 2013, lumbar MRI revealed fusion has been performed with bilateral pedicle screws at the l4 and l5 levels. The disc is reduced in stature. There are signal intensity changes of the vertebral endplates. A linear metallic plant within the disc interspace protrudes with disc material into the ventral epidural space centrally and on the right effacing ventral aspect of the thecal sac slightly and slightly encroaching on the right lateral recess. There is facet hypertrophy. There is no foraminal stenosis. L5-s 1: laminectomy has been performed fusion has been performed with bilateral pedicle screws at the disc is reduced in stature. There our signal intensity changes of the vertebral endplates. A linear metallic interspace protrudes with a portion of the disc into the right ventral epidural space, encroaching on the right lateral recess. There is facet hypertrophy. There is no foraminal stenosis. On (B)(6) 2013, the patient was seen post fall on (B)(6) 2013. Patient fell down hitting her buttocks. Lumbar spine xray revealed degenerative and discogenic changes with previous fusion of l4-5 and l5-s1. Diagnosed with cervicalgia, lumbago, lumbar ddd, and lumbar radiculopathy. Treatment included medrol dosepak; cervical x-ray, referral for caudal epidural steroid injection, oxycontin, and oxycodone. On (B)(6) 2013, the patient underwent a caudal epidural steroid injection for lumbar degenerative disc disease. On (B)(6) 2013, the patient was evaluated at the pain clinic. Patient continued to have recurrent falls which per the patient was due to her right foot drop. On (B)(6) 2013, the patient was evaluated for chronic low back pain that radiates into the posterior aspect of bilateral lower extremities. Treatment included oxycontin, oxycodone, home exercise program, and follow up in 3 months. On (B)(6) 2006 the patient presented with low back pain radiating into the left lower extremities. The patient underwent a lumbar spine MRI which demonstrated a questionable small soft tissue density in the anterior left spinal canal at l5-s1; disc bulging narrowing the neural foramina bilaterally at the lower two levels; and mild degenerative facet disease with joint inflammation. On (B)(6) 2007 the patient presented with low back pain with right lower extremity radiculopathy. The patient underwent a lumbar spine MRI which showed a stress injury involving the left pedicles at l5 and s1 with facet joint inflammation at l5-s1; a small scar in the anterior left spinal canal at l5-s1; and disc bulging narrowing the neural foramina bilaterally at the lower two levels. On (B)(6) 2007 the patient presented with low back pain radiating into the left lower extremity. A lumbar spine CT showed degenerative facet disease with sclerosis involving the lower spine. On (B)(6) 2007 the patient underwent lab testing. On (B)(6) 2007 the patient underwent a posterior lumbar decompression. On (B)(6) 2007 the result for the biopsy of the intervertebral disc l5-s1 sampled for the (B)(6) 2007 surgery results showed fragments of degenerative fibrocartilage. On (B)(6) 2007 the patient presented with pain and swelling with drainage at the lumbar surgical incision site. On (B)(6) 2007 the patient presented with low back pain and underwent and lumbar spine MRI which demonstrated a paraspinal soft tissue edema most prominent at l2-3; a tiny deeper collection within the surgical bed; degenerative changes at l4-l5 and l5-s1; and ventral epidural soft tissue at l5-s1 which may have represented a scar tissue. On (B)(6) 2007 the patient presented with some inflammation at the surgical site (post laminectomy). On (B)(6) 2007 the patient presented with back pain and underwent a lumbar spine MRI which showed stable mid degenerative changes with foraminal narrowing; stable grade 1 l5-s1 anterolisthesis; and an interval enlargement of the small subcutaneous and deep fluid collections. There was a note made as to the question of an interval surgery and also that an abscess could not be excluded. On (B)(6) 2007 the patient presented with back pain. The patient was prescribed fluorouracil and methadone. On (B)(6) 2007 the patient presented with pain in lower back and it was reported in the encounter notes that the patient had a small seroma collection. The seroma had been aspirated and there was no gross evidence of infection. On (B)(6) 2007 the patient presented with worsening back pain (recent fall). The patient underwent a lumbar spine MRI which showed a decrease in the subcutaneous fluid collection and resolution of deeper collections and stable mild degenerative disc changes. On (B)(6) 2007 the patient presented with back pain and tenderness in the paraspinal muscles. On (B)(6) 2007 the patient presented with pain in the lower back radiating into the left leg. Per the encounter notes: left sciatica. On (B)(6) 2008 the patient presented with neck pain, limitation in neck rom, and parenthesis radiating down into the arms. Per the encounter notes there was no long term signal denervation. On (B)(6) 2008 the patient presented with neck pain radiating into the left upper extremity. The patient underwent a cervical spine MRI which demonstrated findings consistent with chiari 1 malformation. On (B)(6) 2008 the patient presented with a constant burning pain in the lower back and radiating into the legs. The patient reported having fallen on their back. On (B)(6) 2008 the patient presented with back pain and underwent a MRI of the lumbar spine which showed postsurgical changes of l4 and l5 laminectomies with resolved posterior subcutaneous fluid collection and stable mild degenerative changes at l4-l5 and l5-s1. On (B)(6) 2008 the patient presented with pain in the lower back radiating into the lower extremities. There was tenderness over the paraspinal muscle. On (B)(6) 2009 the patient presented with chronic low back pain and underwent a lumbar spine MRI which demonstrated degenerative disc disease at multiple levels with foraminal narrowing. Stenosis with osteophyte spurring l4-5 <(>&<)> l5-s1. On (B)(6) 2009 the patient presented with back pain and underwent lumbar spine x-rays which showed no acute osseous pathology; post -surgical changes demonstrated in the posterior elements of l4 and l5; degenerative arthritic changes at l5/s1 facet joints with a minor first degree spondylolisthesis. The patient also presented with right knee pain and underwent right knee x-rays which demonstrated no acute osseous pathology. The joint space was minimally narrowed on the medial side. On (B)(6) 2009 the patient presented with low back pain radiating into the right lower extremity. The patient underwent a lumbar spine MRI which demonstrated no significant fluid collection or abnormal enhancement; new minimal grade 1 anterolisthesis of l4 on l5; stable lower lumbar degenerative changes with foraminal narrowing. On (B)(6) 2013, per billing records, the patient presented in ER and underwent a body CT scan. On (B)(6) 2013, per billing records, the patient underwent a series of labs. On (B)(6) 2013, per billing records, the patient presented in ER and underwent x-rays. On (B)(6) 2013, per billing records, the patient presented in ER and underwent x-rays. On (B)(6) 2014, per billing records, the patient underwent chest x-rays. On (B)(6) 2014, per billing records, the patient underwent a series of labs.

Event description:
On (B)(6) 2014: patient underwent x-ray of lumbar spine. Findings: no evidence of recent fracture or dislocation. There is surgical hardware visualized from l4-s1 and in the right hip. Moderate left scoliosis from l1-l4. There is some loss of joint space in the medial portion of the left hip. Disc spaces l1-l4 appear normal. Possible facet arthrosis l2-l4. 21 on (B)(6) 014: patient presented with right hip pain and lumbosacral pain. On (B)(6) 2014: patient underwent lumbar trigger point injection. No complications reported. On (B)(6) 2014: patient underwent bilateral lumbar l3, l4 and l5 facet injection. No complications reported. On (B)(6) 2014: patient underwent trigger point injection. No complications reported. On (B)(6) 2014: patient presented with the complaint of insomnia. Patient wanted something to get proper sleep. Assessment: insomnia; anxiety. On (B)(6) 2014: patient presented with the complaints of headache, fatigue and insomnia. Assessment: chronic pain. On (B)(6) 2014: patient presented with pain. Assessment: chronic pain; diffuse myalgias/arthralgias. On (B)(6) 2015: patient presented with left lumbar pain which radiates to left hip. Patient underwent trigger point injection. No complications reported. On (B)(6) 2015: patient presented with the problems of not sleeping, headache, backache and crying a lot. Assessment: chronic pain; anxiety; insomnia. On (B)(6) 2015: patient presented with complaints of foot drop, increase in pain, insomnia. Assessment: chronic lumbar pain; left radiculopathy. On (B)(6) 2014, the patient presented with urinary tract infection. The patient complained of burning on urination with discomfort. Diagnoses: urinary frequency; interstitial cystitis; unspecified anxiety. On (B)(6) 2014, the patient presented with urinary tract infection and back, hip and right arm pain. Diagnoses: urinary frequency; interstitial cystitis; unspecified anxiety state; dysuria. On (B)(6) 2014, the patient was admitted. The patient underwent CT of the head without contrast due to change in mental status. Impression: no acute intracranial abnormality. The patient also underwent "eeg" due to possible seizures. Impression: the "eeg" was mildly abnormal by virtue of excessive fast activity consistent with a slowly hypnotic medication; there is photo myoclonic response and also a burst of sharp slow activity that suggests mild generalized cortical irritability; no discrete epileptiform features are present nor any lateralizing features present. On (B)(6) 2014, the patient underwent the following ultrasound examinations: duplex ext vein cmp/bil". Impression: no evidence of deep venous thrombosis. Complete abdomen due to abnormal liver function tests. Impression: cholelithiasis without associated findings of acute cholecystitis. Mildly dilated common bile duct; choledocholithiasis should be excluded; mrcp recommended. The liver is minimally prominent in size but otherwise normal in appearance. Duplex extra cranial "comp" bilateral due to encephalopathy. Impression: no hemodynamically significant stenosis. The patient also underwent MRI of brain with and without contrast due to anoxic brain injury. Impression: no acute infarct; no mass or mass effect; chiari 1 malformation without hydrocephalus. The patient also had the transthoracic echocardiography done to assess left ventricular function due to symptoms of chest pain. Summary: left ventricle: normal lv chamber size; systolic function was normal; ejection fraction was estimated to be 60%; there was no regional wall motion abnormalities; wall thickness was mildly increased. Right ventricle: normal rv chamber size; systolic function was normal. Aortic valve: the valve was trileaflet; leaflets exhibited mildly increased thickness and mild calcification; there was moderate aortic valve regurgitation. Impressions: the study was otherwise normal. Inferior vena cava, hepatic veins: the inferior vena cava was moderately dilated. On (B)(6) 2014, the patient underwent electrocardiography. Findings: sinus bradycardia; "st <(>&<)> t" wave abnormality, consider anterior ischemia; prolonged "qt" abnormal electrocardiogram. On (B)(6) 2014, the patient underwent the following procedures: right radial artery access; left coronary angiography; right coronary angiography; left heart catheterization with ventriculography; hemostasis with "tr" band. Impression: scattered <(><<)> 10% minor irregularities in circumflex otherwise angiographically free of disease. Continue risk factor modification. No patient complications were reported. The patient was discharged home with the following diagnoses: encephalopathy; seizure; degenerative joint disease involving multiple joints, chronic pain, anxiety; liver function tested abnormal, chronic hepatitis c; demand ischemia, acute non-st segment elevation myocardial infarction. On (B)(6) 2015, the patient presented with urinary tract infection and complained of sinus pain, bilateral ear fullness, dry cough and yellow nasal discharge. The patient also complained of dysuria. Review of systems revealed chronic malaise/fatigue, chronic back pain and neck pain, focal weakness (right foot drop) and memory loss. Physical examination also revealed tenderness to palpation and decreased range of motion of lumbar spine. Assessment: prinzmetal angina; urinary frequency; chronic hepatitis c without coma; bacterial vaginosis; acute maxillary sinusitis; interstitial cystitis; encephalopathy; traumatic brain injury, sequela. On (B)(6) 2015, the patient underwent surgical pathology test. Final diagnoses: part a: stomach, antrum, body, and incisura, biopsies. Part b: mild esophagus, biopsy. The patient also underwent esophagogastroduodenoscopy due to indications of chronic gastroesophageal reflux disease and dysphagia. Summary: normal esophagus; mild esophageal biopsies taken in jar 2 for "eoe"; diffuse moderately severe erythematous and edematous gastritis found in the antrum, body of the stomach, and cardia; normal duodenum. On (B)(6) 2015, the patient underwent MRI of lumbar spine, with and without contrast, due to severe back pain and prior lumbar surgery. Impression: postsurgical changes post l4-s1 laminectomies with posterior fusion; continued protrusion of the intervertebral disc spacers into the spinal canal with possible encroachment on the right l5 and s1 nerve roots. Mild lumbar spondylosis with areas of stenosis.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Additional information: review of radiographic imaging found as follows: on (B)(6) 2003, lumbar MRI bulging posterior annulus at l4 and l5. Alignment is normal. Disc height is preserved. No stenosis centrally or in foramen. Axial views appear without pathology. On (B)(6) 2010, lumbar CT left laminectomy noted at l5 with gas seen in facets. Laminectomy extends to l3 to s1. L5 facet fusion noted. On (B)(6) 2010, ap lateral x-ray shows left sided laminectomy of l4 and l5 left. Disc spaces are retained. Alignment is good and dynamic views show no instability. On (B)(6) 2013, lateral x-ray whole body shows pedicle screw construct from l3 to s1. Total hip replacement is also seen. On (B)(6) 2013, a CT scan lumbar exceptionally poor quality. Pedicle screw construct can be seen at l4, l5, s1. Axial views are of better quality and show residual spondylolisthesis as well as some foraminal and subarticular recess stenosis involving the right l5 and s1 roots as they traverse the interbody spacers in the region of the left sided insertion points. Screws are well positioned. A 3d rendering of the lumbar spine adds no additional information. On (B)(6) 2013, lumbar MRI file corrupted (B)(6) 2013 ap film shows pedicle screws l4,l5 and s1 with right total hip in place.

Event description:
On (B)(6) 2013: the patient underwent ultrasound of lower extremity veins. Impression: no evidence of femoropopliteal deep venous thrombosis in the right lower extremity. On (B)(6) 2013: the patient underwent x-rays of the lumbar spine. Impression: grade 1 anterolisthesis of l5 on s1 without gross evidence of instability. On (B)(6) 2013: the patient underwent x-rays of the ribs and chest. Impression: no acute displaced left rib fracture identified and no radiographic evidence of acute cardiopulmonary disease. On (B)(6) 2014: the patient underwent MRI of the cervical spine. Impression: minimal spondylosis and discogenic disease at c5-6. No significant neural compressive pathology identified in the cervical spine; straightening of the cervical lordosis, which is non-specific and may be due to positioning or muscle spasm; findings compatible with chiari I malformation. On (B)(6) 2014: the patient underwent CT of the brain due to altered mental status. Impression: no acute hemorrhage, acute infarction in a major vascular territory, mass or mass effect; chiari I malformation. On (B)(6) 2014: the patient underwent x-rays of the chest. Impression: persistent mild central pulmonary vascular congestion. No overt pulmonary edema. On (B)(6) 2014: the patient an electroencephalogram. Conclusion: normal electroencephalogram during wakefulness and drowsiness. No focal or irritative features are noted. On (B)(6) 2014: the patient presented for x-rays of the chest. Impression: no active disease is seen. On (B)(6) 2005: the patient underwent CT of the brain. Impression: no CT evidence of acute intracranial abnormality; low-lying cerebellar tonsils the level of the foramen magnum may reflect chiari I malformation. No other radiographic signs of increased intracranial pressure. On (B)(6) 2010- impression: non-displaced fracture at the base of the 4th metatarsal. There is associated bone marrow edema within all three cuneiform bones and at the 2nd and 3rd metatarsal bases, likely related to reactive stress response; high grade sprain of the anterior syndesmotic ligament with associated edema within the lateral tibia; diminutive caliber of the anterior talofibular ligament, compatible with atrophic scarring from prior tear. Edema surrounds the ligament, suggestive of instability; 8 x 5 mm osteochondral lesion at the medial talar dome; mild peroneus brevis tendinosis.

Event description:
On (B)(6) 2005 the patient presented with lower back pain that tended to radiated down the left leg burning down the leg. The patient also had numbness and tingling occasionally in the leg. X-rays of the lumbar spine showed normal alignment. Impression: possible lumbar radiculopathy. On (B)(6) 2005 the patient presented with lower back pain radiating down into the left foot. On (B)(6) 2005 the patient presented with lumbar and leg pain. On (B)(6) 2011, per billing records, the patient presented in a pain management ov, with low back pain, lumbago, post laminectomy syndrome, and lumbar nerve root irritation radiculopathy. On (B)(6) 2011, per billing records, the patient presented in a pain management ov, with post laminectomy syndrome and lumbar nerve root irritation radiculopathy including thoracic. On (B)(6) 2011, per billing records, the patient presented in a pain management ov, with low back pain, lumbago, post laminectomy syndrome, and lumbar nerve root irritation radiculopathy including thoracic. On (B)(6) 2011, per billing records, the patient presented in a pain management ov, with low back pain, lumbago, post laminectomy syndrome, and lumbar nerve root irritation radiculopathy including thoracic. On (B)(6) 2011, per billing records, the patient presented in a pain management ov, with low back pain, lumbago, post laminectomy syndrome, and lumbar nerve root irritation radiculopathy including thoracic. On (B)(6) 2011, per billing records, the patient presented in a pain management ov, with low back pain, lumbago, post laminectomy syndrome, degeneration of lumbar disc, and lumbar nerve root irritation radiculopathy including thoracic. Per billing records the patient also underwent a drug screening for current rx with high risk medication and therapeutic drug monitoring. On (B)(6) 2011, per billing records, the patient presented in a pain management ov, with low back pain, lumbago, post laminectomy syndrome, and lumbar nerve root irritation radiculopathy including thoracic. Per billing records the patient also underwent a drug screening for current rx with high risk medication and therapeutic drug monitoring. On (B)(6) 2011, per billing records, the patient presented in a pain management ov, with low back pain, lumbago, post laminectomy syndrome, and lumbar nerve root irritation radiculopathy including thoracic. On (B)(6) 2011 the patient underwent an intra-hospital neurological consultation on an abnormal MRI, chiari formation. The patient presented with intractable low back pain radiating down the right leg to their foot with numbness, tingling, and weakness. Per the encounter notes the patient had recently suffered from a drug overdose and was diagnosed with toxic encephalopathy, the patient had developed tremors. The patient was tender to palpitation in the lumbar area. A brain MRI from (B)(6) 2011 was reviewed which showed an approx.. 10 mm of tonsillar ectopia of the cerebellum consistent with chiari I malformation. The chiari formation was thought to be congenital and an incidental finding however given the patient surgical history an acquired formation could not be ruled out without an updated lumbar MRI. On (B)(6) 2011 per billing records the patient received hospital care. On (B)(6) 2010 the patient presented with pain following a fall. The patient underwent lumbar x-rays which showed mild arthritic changes in the lower lumbar facet articulation, and laminectomy defects apparent on the left side at the l4-5 and l5-s1 levels. There was no evidence of subluxation with flexion or extension. On (B)(6) 2001 the patient presented with pelvic pain, mood swings, and problems with emotions. Per the encounter notes, the patient had previously undergone bowel and bladder workups and had blood in stool at one point. A colonoscopy attempt had been tried but was unsuccessful. The patient had a negative barium enema and bladder biopsy which was normal. The patient had been diagnosed with interstitial cystitis. On (B)(6) 2001 the patient presented with worsening pelvic pain and severe abdominal pain and cramping with nausea and vomiting two weeks prior to menses. On (B)(6) 2001 the patient presented with cervical motion tenderness. A wet prep found budding yeast. On (B)(6) 2001 the patient presented with abdominal pain, intermittent vagina pain, vaginal itching and irritation, and possible vaginal infection. The patient underwent a urine analysis and wet prep vaginal culture. On (B)(6) 2002 the patient presented with pelvic pain, progressive menorrhagia, dysmenorrhea and dyspareunia. The patient underwent an ECG which showed normal sinus rhythm with short tr - otherwise normal. On (B)(6) 2002 the patient presented with bladder pressure, dysuria and urinary incontinence with the principal diagnosis of menorrhagia and dysmenorrhea. The patient underwent surgery which consisted of a laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy. No patient complications were noted. A chest x-ray showed satisfactory position of a central line and otherwise normal chest. On (B)(6) 2002 a surgical pathology report stated that the uterus showed acute and follicular cervicitis, secretory endometrium and adenomyosis; and left and right fallopian tube and ovaries showed benign paratubal cyst of left fallopian tube, benign cystic teratoma and cystic follicles on the left ovary, and the right ovary with cystic follicles. The patient was discharged from hospital. On (B)(6) 2002 the patient presented approx. 8 days post op with mild virginal itching. The patient underwent a wet prep vaginal culture - positive for yeast infection. On (B)(6) 2002 the patient presented with suprapubic pain/discomfort consistent with a uti. Medications: cipro and percocet. A urinalysis and culture revealed trace blood and trace leukocytes, and 2-4 bacteria. On (B)(6) 2002, in a telephone encounter, the patient reported severe abdominal pain that interfered with sleep. On (B)(6) 2002 the patient presented in a post op visit - stable postop total hysterectomy. On (B)(6) 2002 the patient presented with cystitis. It was reported that a urine culture had come back with two different organisms. The patient had finished a round of cipro but was still having urinary pain and frequency. There was mild suprapubic tenderness. On (B)(6) 2002 the patient presented with unexplained weight gain, vaginal itching, moderate vagina discharge, and atrophic vaginal changes. The patient was to undergo a blood draw for possible diabetes but a sample was unable to be attained due to poor veins. The patient was prescribed diflucan for a yeast infection. The patient underwent a urinalysis. On (B)(6) 2002, approx. 6 weeks hysterectomy, the patient presented with bladder spasm. The patient's hemoglobin was low. On (B)(6) 2002, in a telephone encounter, the patient reported left kidney pain and bladder pressure. A urine culture was not clinically significant. The patient underwent a urinalysis which was negative. On (B)(6) 2002 the patient presented with vulvovaginal candidiasis and interstitial cystitis. The patient complained of frequent urination and suprapubic pain and pressure radiating to the left. Medications: ditropan, elmiron, and estrogen. A urinalysis was conducted which showed uti had resolved. On (B)(6) 2002, in a telephone encounter the patient reported a yeast infection. On (B)(6) 2002, in a telephone encounter the patient reported a yeast infection. On (B)(6) 2002, in a telephone encounter the patient reported an ongoing yeast infection. On (B)(6) 2002, in a telephone encounter the patient reported hot flashes. On (B)(6) 2002, in a telephone encounter, the patient reported a yeast infection. On (B)(6) 2002, in a telephone encounter, the patient reported an increase in hot flashes. On (B)(6) 2002, in a telephone encounter the patient reported a yeast infection and requested diflucan. On (B)(6) 2002, in a telephone encounter, the patient reported ongoing yeast infection. (B)(6) 2002 the patient presented with atrophic vaginitis and interstitial cystitis. The patient complained of vaginal itching and discharge. The patient reported being on estratest for interstitial cystitis. The patient was on estrogen treatment. The patient underwent a urinalysis. On (B)(6) 2003 in a telephone encounter, it was reported that the patient was still having yeast infection systems. On (B)(6) 2003 the patient complained of suprapubic discomfort and questionable "dropped" bladder symptoms. On (B)(6) 2003 in a telephone encounter the patient reported a bad yeast infection and requested diflucan. This was ok'd. On (B)(6) 2003 in a telephone encounter the patient reported they still had a yeast infection and requested diflucan. This was ok'd on (B)(6) 2003 in a telephone encounter the patient reported ongoing yeast infection and requested another diflucan script. This was ok'd on (B)(6) 2003 in a telephone encounter the patient reported that they had oral surgery and were on antibiotics. They also reported a yeast infection and requested diflucan. This was ok'd on (B)(6) 2003 the patient presented with profound suprapubic discomfort, decreased voiding, and vaginal irritation. Per the encounter notes the patient was pending evaluation by an interstitial cystitis specialist. On (B)(6) 2003, in a telephone encounter, the patient reported sharp pains in the pelvic area the night before and intermittent urinary frequency issues. The patient was given diflucan. On (B)(6) 2003, in a telephone encounter, the patient reported symptoms of a yeast infection including itching and irritation. The patient was prescribed diflucan. On (B)(6) 2004 the patient presented with suprapubic discomfort, dysuria, urinary urgency, frequency, decreased voiding amount, weight gain, and excessive fatigue. A urinalysis was negative. Assessment: interstitial cystitis flare; weight gain / fatigue unspecified. The patient was given a sample of femring to trial for 3 months (hormone therapy). A bone density test was ordered for the patient. On (B)(6) 2004 the patient presented with frequent urination (onset 5 days prior), some midline lower pelvic pain, concerns of weight gain since menopause, and vaginal itching and irritation (onset 4 days prior). The patient was on antibiotics for a tooth extraction 2 weeks prior. Assessment: bladder tenderness and suprapubic abdominal pain with urinary frequency related to interstitial cystitis. It was recommended that the patient undergone a diabetes and thyroid screening but the patient declined. On (B)(6) 2004 the patient underwent a urinalysis. On (B)(6) 2004 the patient presented in an annual exam with diarrheal illness, difficulty sleeping, night sweats, and occasional hot flashes. It was reported that the patient was still having difficulty with interstitial cystitis pain and dyspareunia related to that. The patient underwent a screening for cervical cancer which was negative for intraepithelial lesion and malignancy. On (B)(6) 2010 the patient presented with pain following a fall. The patient underwent lumbar x-rays which showed mild arthritic changes in the lower lumbar facet articulation, and laminectomy defects apparent on the left side at the l4-5 and l5-s1 levels. There was no evidence of subluxation with flexion or extension. A CT of the lumbar spine showed that the vertebral body heights were maintained. There was normal alignment. There were mild annular disc bulges present at l4-5 and l5-s1. There was mild bilateral foraminal stenosis at l4-5 and left foraminal stenosis at l5-s1. On (B)(6) 2013 the patient underwent a urinalysis. Possible uti.

Event description:
On (B)(6) 2003 per billing records the patient underwent a routine urinalysis. On (B)(6) 2009 per billing records the patient presented lumbar pain with spondylolysis and pain knee/low leg/ pat femoral syndrome. The patient underwent x-rays of the lumbar spine and knee. On (B)(6) 2010 per billing records the patient presented with foot sprain/strain/tendon rupture and pain knee/low leg /par femoral syndrome. On (B)(6) 2010 per billing records the patient presented with foot sprain/strain/tendon rupture and pain knee/low leg /par femoral syndrome and underwent foot x-rays. The patent rec'd a cam walker. On (B)(6) 2010 per billing records the patient presented with foot sprain/strain/tendon rupture and pain knee/low leg /par femoral syndrome. On (B)(6) 2011 per (B)(6) billing records the patient underwent a lumbar spine MRI w/wo contrast. From (B)(6) 2011 through (B)(6) 2011 per (B)(6) billing records the patient underwent physical therapy. On (B)(6) 2012 per (B)(6) billing records the patient underwent pelvic and hip x-rays. On (B)(6) 2012 per (B)(6) billing records the patient underwent hip x-rays. On (B)(6) 2012 per (B)(6) billing records the patient underwent chest x-rays. On (B)(6) 2012 per (B)(6) billing records the patient presented in ER and underwent pelvic, rib, and hip x-rays. On (B)(6) 2012 per (B)(6) billing records the patient underwent a urinalysis. On (B)(6) 2012 per (B)(6) billing records the patient underwent various lab panels. On (B)(6) 2013 per (B)(6) billing records the patient underwent an ultrasound of the veins. On (B)(6) 2013 per (B)(6) billing records the patient presented in ER and underwent various labs panels includingbut not limited to folic acid, cmp, vit b and confirmation analysis for antibodies pertaining to lyme disease. On (B)(6) 2013 the patient presented with suprapubic burning and cramping and cloudy urine. Assessment: urinary tract infection (uti) and dysuria. Prescribed cipro. On (B)(6) 2013 per (B)(6) billing records the patient underwent a urinalysis. On (B)(6) 2013 per (B)(6) billing records the patient presented for an ov. On (B)(6) 2013 per (B)(6) billing records the patient underwent x-rays of the ribs/chest and lower and sacral spine. On (B)(6) 2013 per (B)(6) billing records the patient presented for a new patient ov and underwent a urinalysis and lab draw. On (B)(6) 2013 per (B)(6) billing record the patient underwent an x-ray of the lower spine. On (B)(6) 2013 per (B)(6) billing records the patient underwent a urine culture. On (B)(6) 2013 per (B)(6) billing records the patient underwent various labs including but not limited to thyroxine, c-reative protein and tsh. On (B)(6) 2013 the patient presented for an ov. On (B)(6) 2013 per (B)(6) billing records the patient presented in ER and rec'd an injection of hydromorphone. On (B)(6) 2013 per (B)(6) billing records the patient presented in ER and underwent shoulder and upper arm x-rays. On (B)(6) 2013 and (B)(6) 2014 per (B)(6) billing records the patient presented for an office visit (ov). On (B)(6) 2013 per (B)(6) billing records the patient presented for an ov and underwent a urinalysis and urine culture. On (B)(6) 2013 per (B)(6) billing records the patient presented for an ov. On (B)(6) 2014 per (B)(6) billing records the patient presented for an new patient office visit and underwent trimming procedure of skin on fingernails/toes (0.6 cm to 2.0 cm). On (B)(6) 2014 per (B)(6) billing records the patient presented for an ov. On (B)(6) 2014 per (B)(6) billing records the patient underwent an upper spine MRI scan. On (B)(6) 2014 per (B)(6) billing records the patient presented for an office visit and underwent a urinalysis. On (B)(6) 2014 per (B)(6) billing records the patient presented for an ov. On (B)(6) 2014 per (B)(6) billing records the patient presented for an ov and underwent various labs including but not limited to creatinine, body ph levels, and a drug screen. On (B)(6) 2014 and (B)(6) 2014 per (B)(6) billing records the patient presented for an office visit and underwent a urinalysis and urine culture. From (B)(6) 2014 through (B)(6) 2014 per (B)(6) billing records the patient was hospitalized. While hospitalized the patient underwent a psychiatric diagnostic evaluation, eeg (awake and asleep), chest x-rays (daily), and a head/brain CT. On (B)(6) 2014 per (B)(6) billing records the patient presented for an ov and underwent a drug screen. On (B)(6) 2014 per (B)(6) billing records the patient presented in ER. On (B)(6) 2006 the patient had their methadone dosage increased. On (B)(6) 2006 the presented with lower back pain and bladder problems. On (B)(6) 2006 the patient presented with low back pain radiating to the right lower extremity. On (B)(6) 2006 the patient presented with right ear discomfort. On (B)(6) 2006 the patient presented with worsening chronic lower back pain. The patient's methadone dosage was increased. On (B)(6) 2006 the patient underwent various labs which were unremarkable. On (B)(6) 2007 the patient presented with reflux symptoms and painful urinations (onset 3 days prior). On (B)(6) 2007 the patient presented with a possible urinary tract infection. On (B)(6) 2007 the patient presented with the diagnosis of lumbar diskogenic disease; lumbar radiculopathy, low back pain (possible lumbar facet arthropathy), cervical diskogenic disease, cervical radiculopathy, failed back surgery syndrome, and possible medication dependence. It was reported that the patient had received no relief from an epidural injection. On (B)(6) 2007 reportedly the patient presented with limited activities and social activitiessecondary to pain. On (B)(6) 2007 the patient presented with lower back and cervical pain. The patient was on antibiotics for a post op infection and continued to have complaints regarding the lower back pain. On (B)(6) 2007 the patient presented with burning and frequent urination. Urinary tract infection. On (B)(6) 2007 the patient presented with chronic cervical and low back pain. On (B)(6) 2007 the patient presented with lower back pain. On (B)(6) 2007 the patient presented with significant low back pain radiating into the lower extremities. On (B)(6) 2007 the patient presented with left foot pain, corns, hot and cold flashes, and mood swings. On (B)(6) 2007 the patient presented dyspnea and underwent an echocardiogram which demonstrated a mild aortic insufficiency otherwise normal. On (B)(6) 2007 the patient underwent a mammogram which was normal. On (B)(6) 2007 the patient presented with asthma. On (B)(6) 2007 it was reported imaging studies: chest x-rays were normal; lumbar x-rays showed osteoarthritis; s1 joint and hip x-rays were normal; cervical spine x-rays with spasm; and dexa scan with osteopenia and accelerated bone loss. Laboratory date was reported as showing elevated tsh and decreased in vit d levels and positive (B)(6). On (B)(6) 2007 the patient presented withback pain, asthma, and cough. On (B)(6) 2007 the patient presented with dysphagia and questionable (B)(6). The patient reported pyrosis several times a week as well as episodes of nocturnal reflux. The patient's (B)(6). On (B)(6) 2007 the patient underwent lab screens which revealed low mcv, mch, mchc and high rdw levels. On (B)(6) 2007 the patient presented with chronic back pain. The patient started on flexeril. On (B)(6) 2007 the patient presented with neck and back pain chronic severe pain. The patient's neuontin dosage was reduced as the patient felt it was affected their sleep. On (B)(6) 2007 the patientpresented pain and tenderness in the lower lumbar spine bilaterally, left > right. The patient also had milder pain in the neck. On (B)(6) 2007 the patient presented with asthma and burning and vaginal itching. A urinalysis was neg. On (B)(6) 2008 the patient presented with asthma with worsening symptoms including dyspnea, nocturnal awakenings with wheezing. On (B)(6) 2008 the patient presented with a urinary tract infection with dysuria, frequency, pressure, suprapubic and urgency. On (B)(6) 2008 the patient presented with burning, discharge and dyspareunia. A urinalysis was normal. On (B)(6) 2008 the patient presented with chronic problems of obesity, asthma, cystitis, low back pain, and lumbago. On (B)(6) 2014, per billing records, the patient underwent a kidney function lab and a drug screen.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011: the patient presented with right hip pain. Cat scan of the right hip is reported as severe avascular necrosis of the right femoral head with fragmentation and collapse of its articular surface. Assessment: avascular necrosis of the right hip; chronic low back pain status post surgeries x2; history of anoxic brain injury; history of opioid overdose; anxiety and depression. On (B)(6) 2011: the patient presented with chronic pain and had a psychological assessment. The patient also suffered from anxiety and she was given several pain management techniques. These included visual imagery, relaxation techniques, and progressive relaxation, specifically in the areas of her pain. Diagnosis: adjustment disorder with anxiety and depression. On (B)(6) 2011: the patient was discharged from hospital. On (B)(6) 2014, per billing records, the patient underwent a kidney function lab and a drug screen.

Event description:
On (B)(6) 2014 the patient presented with secondary to cervical pain radiating to the right upper extremity as well as bilateral lower extremity. The doctor's assessments were: lumbago; lumbar radiculopathy; lumbar degenerative disc disease; cervicalgia; cervical radiculitis the patient underwent MRI of the cervical spine as a response to her right upper extremity pain, impression: cervical strain injury with referral into the right upper extremity; mild cervical disk disease. This was worse at c5-6 with tiny disk herniation; chronic low back pain and right foot drop.

Manufacturer narrative:
The following imaging studies were returned to the manufacturer for evaluation. (B)(6) 2011: lumbar x-rays. Ap shows previous left sided laminectomy at l4 and l5. Mild spondylolisthesis is seen at l4 and l5 both grade one and minimal. Pars defect is seen at l4. Dynamic films show increased slips at l4 and l5 to about 4-5 mm each. (B)(6) 2011: lumbar MRI shows desiccation at l4 and l5 without narrowing or stenosis. Axials show no stenosis. Previous laminectomies on the left are seen. (B)(6) 2011: ap and lateral lumbar show construct l4 to s1 with cross link. Interbody capstone spacers in good position. (B)(6) 2011: xrays again show the same construct in good position. (B)(6) 2011: ap, lateral and oblique views show no changes from previous films. (B)(6) 2011: ap, lateral and oblique views of lumbar construct show no changes. (B)(6) 2011: lumbar CT shows previous construct. No changes. Views are degraded by metal construct. Plain films show abundant fusion and bone around the rods and screws. (B)(6) 2011: intraoperative views with capstone and screws in place without rods. (B)(6) 2011: lumbar x-rays again show construct from l4 to s1 with capstone spacers. Lateral view appears to show the l4 spacer exposed back into the canal about 20%. Oblique views show no additional information. Considerable large bowel gas is seen with some dilatation. (B)(6) 2011: multiple lumbar x-rays show no definite changes from previous studies although the l4 spacer appears to have backed out further and be about 50% out of the disc space and the l5 spacer is now also backed out just over 50%. (B)(6): chest x-ray shows under penetration and poor inspiration. Hilar prominence is noted. No clear infiltrates or cardiomegaly are noted. (B)(6) 2011: ap pelvis shows developing medial protrusion in both hips with possible osteonecrotic changes in both hips. Multiple views of the femur and knees show apparent djd of the knee as well with the afore mentioned protrusion of the hip. (B)(6) 2011: chest x-ray shows possible left lower lobe infiltrate with dilated stomach and excess gas within the stomach. (B)(6) 2011: pelvic CT shows advanced cysts and sclerosis of the right hip including both the acetabular and femoral head side. Protrusion is again noted. (B)(6) 2011: multiple x-rays of the lumbar spine continue to show l4 to s1 fusion now with apparent complete dislocation of both peek capstone spacers. (B)(6) 2011: shoulder x-rays ap, lateral and notch views are apparently normal. (B)(6) 2011: chest x-rays show slight increased thoracic kyphosis without clear infiltrates. Under inflation is apparent. Ddd of the mid thoracic spine is seen. (B)(6) 2011: lumbar MRI capstone spacers are confirmed backed out about 50% outside the disc space with resultant stenosis about the right l5 root and centrally at l4 affecting the central canal. Fusion is not apparent. (B)(6) 2012: multiple skull films without problems in skull noted. Patient is edentulous posterior to the tricuspids. (B)(6) 2012: lateral view of right hip shows tha in good position. Stove pipe femoral canal is minimally filled.

Manufacturer narrative:
Review of radiographic images found as follows: on (B)(6) 2013 ultrasound lower extremity no comment. On (B)(6) 2013 chest x-ray bilateral fluffy parahilar infiltrates o/w normal. On (B)(6) 2013 lumbar spine series flexion/extension lateral views of the entire spine show previous fusion from l4 to s1 with interbody spacers and pedicle screws. There appears to be no movement through the area of fusion, however the upper spacer (at l4/5), appears to be capstone, is about 40% posterior to the most posterior aspect of the l4 body. This suggests it has migrated although without immediate postop films this cannot be confirmed. On (B)(6) 2014 CT brain no spinal imaging is obtained on (B)(6) 2014 chest x-ray no change from film taken on (B)(6) 2013 some cardiac enlargement is suspected. Parahilar infiltrates remain on (B)(6) 2014 chest x-ray much improved study with decrease in hilar markings, smaller cardiac shadow and better overall inspiration.